Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. This reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a non-reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the r2p destination sheath into the artery. The sheath could not be inserted into the artery and the tip of the sheath was curled up. The device was not used, and a 90-centimeter r2p destination sl device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. Blood loss was reported to be less than 250cc. There were no other devices or equipment used with the reported device. Additional information was received on 16oct2019. The tip of the sheath was not curled up prior to inserting into the artery. The sheath was attempted to be inserted into the artery; however, it could not. Then, the tip of the sheath was curled up. There is no information on hemostasis was received. A 119 cm r2p sheath was used.